Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a pump error from the insulin pump. The customer's blood glucose reading was unknown. The customer reported that the serial number on the back of the pump was not visible. Customer did not have time to troubleshoot during time of call. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test. The insulin pump was received with faded serial number label, cracked reservoir tube lip, detached reservoir tube retainer, minor scratched lcd window and cracked select button keypad overlay.